Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed, which resulted in both a loss of capture and intermittent capture depending on the output level. It was suspected that the lead position had changed since implant. It was further reported that follow up was attempted, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5068 implantable pacing lead - (B)(6) 2003; 5076 implantable pacing lead - (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed, which resulted in both a loss of capture and intermittent capture depending on the output level. It was suspected that the lead position had changed since implant. Follow up is currently in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.